Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). Lv threshold measurements were noted to be high at 4.0 volts, and outputs were noted to be programmed to a fixed output of 4.5 volts. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.